Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 700mg/dl and a moderate level of ketones. The cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem sensor issue, and customer was not manually checking bg levels. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER the following day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.